Event description:
The case was reported by a healthcare professional (caregiver) and described the occurrence of numbness of upper extremities in a (B)(6) female pt who received super poligrip extra care with poliseal (formulation (B)(4)) gel for denture adhesion. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced numbness of upper extremities, anemia, tingling of extremity, decreased white cell count (value not specified), raw mouth, raw tongue, throat irritation and split tongue. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The rptr indicated the pt had used super poligrip as directed until (B)(6) 2009, when her dentist advised her to remove her dentures after each meal and reapply super poligrip. Super poligrip is mfg in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).